Event description:
It was reported that a malfunction occurred on the pump after it was submerged in the pool for less than ten minutes. There was no adverse impact to the customer's blood glucose level. The customer reverted to manual injections for insulin therapy.